Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: two clips were applied on the cystic duct. Three days after the surgery, the patient complained of abdominal pain and it was confirmed that both clips had come off and bile was leaking. A reoperation was performed. The patient is under observation. The x-ray picture taken on the day after the surgery showed the clips were malformed. The clip, looking like a teardrop shape, was found on x-ray. During re-operation, an unclosed clip was found dropped from the cystic duct. The cystic clip was found dropped from the cystic duct. The cystic duct was not thick, but short on the patient side. One of the surgeons who confirmed through a video stated that the end of first clip might be caught in the jaws of second clip. The patient is recovering without problem after re-operation.

Manufacturer narrative:
(B)(4).